Manufacturer narrative:
Boston scientific technical services (ts) was contacted and reviewed the most recent device data available. All available measurements were within normal limits. The automatic pacing threshold test had been successfully completed. However, there were some pacemaker mediated tachycardia (pmt) episodes stored in the last 72 hours. A review of the presenting electrogram (egm) indicated the device was operating as programmed. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode and presented to the emergency room.